Event description:
It was reported that the buttons were not responding on the customer's insulin pump adn the customer was stuck on oen screen. The customer stated she kept the insulin pump in her bra and did not sweat much. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 215 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump had an act button respond, due to corroded keypad trace. No moisture damage on electronics noted. Insulin pump passed. Insulin pump had a cracked case on display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.